Event description:
While the clinicians were turning a pt over onto their side, the endo tracheal tube holder block became disengaged from the face bar, thus extubating the endothracheal tube. The pt was immediately re-intubated and the pt was not injured. The pt did not extubate themselves.